Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo_13.2, -13.5/2.5/080 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens but it did not resolve the problem. The replacement lens was damaged during the operation and it was removed in the same operation. In the reporters opinion the cause of the event was unknown.